Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the front-actuated grip's tissue pads peeled off. The issue occurred during an unspecified therapeutic procedure, which was completed with an olympus back-up device there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following mechanism led to the malfunction: grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to wear out intensively, partially peeled off. The grasping section and the probe came into contact due to wear of the tissue pad. The tissue pad fell off because the pad added pulling load. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.